Manufacturer narrative:
Medwatch number: mw5083599. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083599. It was reported that a female patient underwent an unknown augmentation with unknown mentor saline breast implants which the patient reported that issues started with fatigue, depression and muscle soreness. As the years went by multiple food allergies, chemical sensitivities, chronic fatigue, insomnia, diagnosed with psoriatic arthritis, swollen lymph glands, bedridden for months at a time. As a result patient had them removed on (B)(6) 2016. Patient reported that the symptoms are less severe after the explant. This report is for the right side,

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that this case was not confirmed by a healthcare professional. Manufacturer¿s reference number: (B)(4).